Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation (B)(6) 2006 in order to treat 4th degree vaginal vault prolapse, cystocele, rectocele, and stress urinary incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-06862, 2210968-2013-01611, 2210968-2013-01613. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, bleeding and adhesions.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, urinary tract infection and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary problem, bowel problems, and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to severe pain and mesh erosion. No additional information was provided. (B)(4).